Event description:
Before the procedure, the nurse was pushing the inside track of the scalpel trying to lock it. It did not lock. Pt took their thumb off the scalpel locking button and the inner section of the scalpel detached from its outer tract and forcefully ejected out of its outer case backwards through the proximal end of the device.